Event description:
The device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. The device was not in patient use. Additionally, during evaluation of the device, error code 53 is found. If any additional information is received, a follow up report will be filed. The device was scrapped.